Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned measuring 36cm from the connector pins. The damage found was sustained during a surgical procedure. Without return of the entire lead, no complete evaluation can be performed.

Event description:
It was reported that the patient fell down outside a health center. Someone from the health center started CPR. When the ambulance came, the patient received 12 shocks from an external defibrillator. The patient expired at the hospital. The device was interrogated and was found in backup mode with hv therapy disabled. Analysis of the ICD showed a por occurred after hv therapy for sensed vf event due to possible damaged leads.